Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman laa closure device & delivery system (wds) were used. The first closure device, a 24mm size device, was deployed in the laa of the patient. This device was not position properly and was fully recaptured and removed from the patient. The physician chose a 20mm device to use instead in order to achieve the proper position. This device was deployed in the laa of the patient and required several partial recaptures to achieve proper positioning. At this point it was noted that the patient had a pericardial effusion that had increased in size. All devices were removed from the patient and the procedure was ended in order to wait for the patient to make a full recovery. The patient was doing fine post procedure and did not require any intervention for the effusion. The patient is set to be discharged from the hospital doing fine following these events.